Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the motor stall was not determined. The patient had not had an MRI done.

Manufacturer narrative:
H3: the pump and catheter were returned, however analysis has not yet been completed. A follow up report will be sent once results become available. Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016, and product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient experienced a loss of therapy. It was determined that the catheter tip in the pocket was not in the intrathecal space anymore. It was also indicated in the pump logs that the pump had a motor stall on (B)(6) 2020 at 10:19 am with a recovery at 4:18 pm. The pump and catheter were replaced on (B)(6) 2021. The patient was receiving morphine (10 mg/ml at 0.064 mg/day) and bupivacaine (20 mg/ml at 0.127 mg/day) at the time of the event.

Manufacturer narrative:
The pump and the catheter was returned, and analysis found no anomaly on the pump and user related hole on the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient who was receiving an unknown opioid (primary drug) and bupivacaine via an implantable pump for non-malignant pain. Drug concentrations and dose rates of the pump medications were unknown. On (B)(6) 2020 it was initially reported the company representative went to a clinic to help troubleshoot some symptoms. After a pump refill last wednesday ((B)(6) 2020), the patient started having symptoms. The patient experienced a metallic taste in mouth, chest pain, edema in legs and feet, hive-like tingling in arms/legs, swelling and redness around the pump. The company representative stated they had not been able to interrogate the pump or access the patient, but these were things that were reported to them by the patient and patient¿s wife thus far. The company representative was not with the patient at the time of the report. The company representative was to work with the hcp on troubleshooting. Additional information was received from a consumer and healthcare provider via a company representative on 2020-sep-14. Regarding the cause of the patient's symptoms, it was suspected that the catheter was fractured or disconnected as the symptoms reported seemed consistent with withdrawal. The pump logs were read, and all were normal. Discussion with patient discovered pump placement on flank with a very non secure pump (it moved freely in pocket including flipping). A few months ago ((B)(6)), during refill attempt, it was discovered pump had flipped. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The pump was flipped back in office and refilled that day. It was noted that it was also discovered in office on (B)(6) 2020 that there was a lot of fluid around pump. This fluid was aspirated and sent for culture. As soon as the culture comes back a dye study was to be scheduled and performed. Also, oral meds were prescribed.